Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press and requires multiple presses to turn on. There was no reported adverse impact to the customer. Customer applied more force to the button to resolve the issue.